Event description:
Before performing a treatment and after inputting the treatment password, a partial treatment button appeared with a treatment ID number that was not recognized by either the radiation safety officer or the physicist. The new treatment button was selected, and the site continued without error. The event log did not indicate that a partial treatment had occurred. The site had performed two successful treatments prior to this occurrence, and there was no indication in the treatment summary log that the treatments were incomplete. Two days later, the site reported after finishing a patient treatment, during retraction of the active wire, a "10-450 catheter key has been disturbed" error occurred. Since the error was resettable, the site acknowledged and cleared it, and the system was reported to be functioning normally.